Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient was admitted to the hospital reporting stroke-like symptoms. A head CT angiogram revealed thrombus in the left cerebral posterior artery. The patient was placed on IV heparin. It was reported that the patient was discharged to an inpatient rehabilitation floor facility. The device was not returned to the manufacturer for evaluation as it remains implanted. Therapeutic center does not believe the reported event was related to the device. Stroke is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
Additional information received indicated that approximately four months post hvad implantation the patient was noted to have a mean arterial pressure of 96 and elevated blood pressures at a clinic visit despite compliance with blood pressure medications. He was started on amlodipine and lisinopril but his pressures remained elevated. Two weeks later, the patient was transported to the hospital by emergency medical services after reporting stroke-like symptoms suggestive of multifocal infarcts of the brainstem. The vad coordinator reported that the patient may not have taken his coumadin dose the day of his admission. A CT angiogram revealed a left p1 segment thrombus that had been suspected to have previously been in the basilar artery and transesophagael echocardiogram results revealed an echodensity on the right atrial lead of the aicd. The patient was not a candidate for tissue plasminogen activator (tpa) or interventional radiology and was instead treated via permissive hypertension and heparin, with an inr goal of 2.5-3. The patient began to show slow improvement of left arm weakness and was eventually discharged to an inpatient rehabilitation facility approximately three weeks later. This event is not believed to be related to the device by the treating physician but may be attributed to the patient's condition prior to the event. Investigation is ongoing.

Event description:
Approximately four and a half months post hvad implantation, the patient presented to the hospital with complaints of dysarthria, dysphagia, gaze palsy, and left sided weakness and numbness suggestive of multifocal infarcts of the brainstem. A CT angiogram revealed a left p1 segment thrombus suspected to have previously been in the basilar artery. The patient will be transferred to a rehabilitation center once their inr is therapeutic. Investigation is ongoing.